Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that she underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced undisclosed injuries following the implant. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/24/2020. Additional information: d1, d3, d4, g1, g2.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 5/4/2020. Corrected information: g4 in (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/07/2020. Additional h6 patient code: 2120, 2597, 3189 - surgical intervention, 3191 - leakage, difficulty urinating. Additional information: a1, a2, a4, b7, d7. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2019 due to vaginal, pelvic and groin pain, recurrent urinary infections, bleeding, urinary incontinence, leakage, difficulty urinating, abdominal pain and mesh erosion.